Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "did not work" was confirmed by baxter quality engineering as a sensor board issue. The root cause was a damaged sensor board. No repairs will made to this device as it was removed from service due to the part necessary for repair no longer being available.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump "did not work." Baxter quality engineering determined the reported condition to be a sensor board issue. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4).